Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "opened the box and there was a pin hole in the inner box, not the final inner packaging. Opened a new implant. Upon examination did not see a hole in the outside box."